Event description:
It was reported there was shocking/jolting sensation. It was noted the device was reprogrammed and impedance testing was done. It was logged the issue was resolved, and the cause of the issue was not determined. It was then reported the patient was in a motor vehicle accident and was taken to the ER where she complained of overstimulation and shocking of her cervical spinal cord stimulator following the accident. It was noted the patient did not have her patient programmer and was unable to lower her stimulation or turn her device off. It was logged a manufacturer representative (rep) met the patient in the ER and interrogated the device and ran an impedance test. It was noted there were a couple of contacts on the cervical lead over 10,000. It was reported the patient's programmed contacts were normal and she programmed the device to zero volts on both leads and turned the device off. It was noted the patient's overstimulation and shocking were no longer present. It was reported the patient had an appointment with her managing physician on tuesday (B)(6) to reprogram and possibly check for lead migration as a result of the accident. It was reported the patient did have cervical x-rays taken at the ER and she would bring them to the tuesday appointment. It was noted the overstimulation was in the patient's arms. Additional information received reported the patient wanted a loaner patient programmer. It was logged that after the patient's accident on saturday her device was malfunctioning. It was noted that after the accident the patient wasn't able to feel stimulation in her lower extremities and was getting shocked really bad in her upper extremities. It was noted the device was implanted to help both upper and lower extremities. It was reported a rep came to the ER and turned stimulation off. It was reported the patient didn't have her pp and wanted to move foreword with lost/stolen device. Additional information received reported there was a longevity calculation to estimate neurostimulator battery life. It was logged the calculation was based on 2 prog, 1.8, 270us, 90hz (+--); 1.0v, 420us, 24/7 use, 570 and 589 ohms = 34 mos. Current battery at 2.935v. It was reported that when stimulation was turned on there was stimulation in the wrong location. It was noted the patient no longer could get stimulation in neck and shoulder as she had before the car accident. It was logged that x rays were taken and would be reviewed by the managing physician later on the date of report. It was logged the impedances were high on 3 contacts. Further information received reported the patient had a new programmer to use. It was reported it was sent directly to the office and was waiting for them when they saw her on (B)(6) 2014. It was logged the patient would be scheduled for a lead replacement and would most likely also change to restore sensor from her prime when it was scheduled. It was reported xrays were done in the ER and the rep did not have the results of them but her coverage changed and her impedances were off when they saw her in the office. It was logged they programmed around the contacts that were off and the patient had a few new programs to play with until the revision. It was reported the patient was going for additional x rays and would be back to see her doctor one more time before scheduling her revision. It was reported the patient was to call should any questions arise before the appointment.

Manufacturer narrative:
Concomitant products: product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n279679, implanted:(B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n223910, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-39, lot# n237184, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).